Event description:
It was reported that (1) tlc75 was used during a bowel resection procedure. It was reported by the rep that the surgeon fired tlc75 across small bowel, transection was successful. The tlc75 was reloaded and fired again, transection was successful. The surgeon said "part of staple line was sharp enough to rip a glove". It seems as though not all the staples were closed completely. A new tlc75 was opened and the case was completed. There was no consequence to pt.